Manufacturer narrative:
(B)(4). Visual examination revealed that the returned prolieve catheter tip had a ridged lip 360° around on distal end of tip bond. No other visible signs of damage or other imperfections. During functional analysis the anchoring balloon filled, no leaks were observed and the balloon remained inflated. The compression balloon filled, the pressure was maintained and no leaks were observed. The anchoring balloon completely deflated using a syringe. A 0.025" guidewire was easily placed in the correct channel without force. The complaint was confirmed, the foreign matter collected in the ridge near the tip indicates the difficulty passing the catheter through the patient's urethra. The most probable cause for this event is a supplier manufacturing issue as the lip of material indicates the tip was malformed.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to insert the prolieve catheter into the patient. The case was aborted. The patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system catheter, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of a malformed tip. This manufacturer report is submitted based on the evaluation results provided.